Event description:
Customer reported experiencing high blood glucose readings between 400 mg/dl to 500 mg/dl. Customer stated that attempted to prime while being disconnected and the insulin did not exit the tubing and they did not receive an alarm. Customer's blood glucose reading at the time of the call was 130 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.